Manufacturer narrative:
The insulin pump had intermittent button response due to corroded keypad traces. No button error alarm during testing. No unexpected numbers ramping/scrolling during testing. No moisture damage on electronic assembly during visual inspection. Device had minor scratched lcd window, cracked case at display window corner, cracked battery tube threads and cracked reservoir tube lip. (B)(4).

Event description:
Customer's father reported via phone call that the insulin pump alarmed button error and the buttons were not responding. The customer had the insulin pump in his hip while playing football and it might have been exposed to sweat. Blood glucose value is unknown. It was advised to discontinue the use of the device and revert to a backup plan. The insulin pump was replaced and returned for analysis.